Event description:
Subarachnoid catheter and subcutaneous indwelling lioresal pump insertion. Pump programmed to receive 50 mcg of lioresal over 24 hrs. Received approx 1500 mcg within 6 hrs. Pt progressed to non-responsive. Responded to physostigmine.